Event description:
It was reported by the customer, on (B)(6) 2021, the evis exera duodenovideoscope was sampled and tested positive for greater than one hundred (100) colony forming units (cfus) of a. June and escherichia coli. On (B)(6) 2021, it was noted the scope had conformed to regulation via a third-party test. On (B)(6) 2021, all channels and the distal end were sampled on the scope during a routine culture. The scope tested positive for nineteen (19) colony forming units (cfus) of pseudomonas aeruginosa and pseudomonas putida. On (B)(6) 2022, all channels and the distal end were sampled again. The biopsy/operating channel tested positive for one (1) colony forming unit (cfu) of pseudomonas aeruginosa and pseudomonas putida. The air/water channel tested positive for thirty-two (32) cfus of pseudomonas aeruginosa and pseudomonas putida. The suction channel tested positive for forty-two (42) cfus of pseudomonas aeruginosa and pseudomonas putida. The auxiliary channel tested positive for greater than one hundred (100) cfus of pseudomonas aeruginosa and pseudomonas putida. The distal end tested negative. There was no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels, and the distal end of the scope were cultured. One (1) cfu of coagulase-negative staphylococci was identified in the channel and less than one (1) cfu of microorganism was found at the distal end. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was not cultured/tested. The channels were flushed with anios clean excel d detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, instrument channel port, and distal end/area around the elevator were manually cleaned with anios clean excel d detergent and albyn labo brushes (model an2535023) and olympus single use soft brushes (model maj-1888). The scope was not manually disinfected. The aer used was a soluscope 4 along with soluscope cln detergent and soluscope paa disenfectant. The customer stored the scope in a dsc8000 drying cabinet. The maintenance of the scope was performed by althea. The scope was not sterilized. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A several defects were noted where multiple non-olympus parts were noted including: bending section - rubber/ glue/ and winding section. Universal cord. Electrical connector. Insertion section. The following defects were also noted: suction cylinder scraped, switch button 1 rubber worn out, switch buttons 1,3, and 4 not working, insulation failure at distal end, objective lens chipped, distal end components fell off, air/water cylinder scraped/scratched, however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: - an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿. ¿this instrument does not contain any user-serviceable parts. Do not disassemble, modify or attempt to repair it; patient or operator injury and/or equipment damage can result. This instrument is to be repaired by olympus technicians only.". Olympus will continue to monitor field performance for this device.